Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's blood glucose level was 158 mg/dl but his sensor glucose reading was around 58 mg/dl. The sensor had a bent cannula. The sensor's cannula was shaped like the letter l. The insulin pump alarmed weak signal. The infusion set's cannula was also bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.